Manufacturer narrative:
This report relates to MDR 3011632150-2024-00057. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention are listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This report relates to MDR 3011632150-2024-00057. This patient was enrolled in the mimics 3d USA post-market observational registry study. On (B)(6) 2021, the patient was implanted with two biomimics 3d (bm3d) stents. A 7.0 x 100 mm stent (the subject of this report) and a 6.0 x 60 mm stent were used to treat a denovo lesion in the superficial femoral artery (sfa) middle third to sfa distal third in the right leg. A retrograde approach was used and the lesion was prepared with atherectomy and post-dilated with percutaneous transluminal angioplasty (pta) balloon. On (B)(6) 2023, the site identified a restenosis of treated segment (target lesion). It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It required percutaneous intervention. It was reported as target lesion related. The intervention was performed on (B)(6) 2023 on the sfa proximal third to distal popliteal segment. A non-bm3d bare metal stent was placed, pta/standard balloon angioplasty and laser atherectomy were used to treat the restenosis. It was a target lesion/vessel revascularisation (tlr/tvr). The site reported "pre-treatment - right sfa: 81.4% post-treatment - right mid sfa: 77%; right distal sfa: 91%". The outcome was reported as resolved with sequelae. The devices remain implanted. Veryan reviewed this event on (B)(6) 2024 and it was considered possibly related to the device.